Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update the h7 section.

Manufacturer narrative:
Patient identifier - no patient involvement. Age & date of birth - no patient involvement. Sex - no patient involvement. Weight - no patient involvement. Ethnicity - no patient involvement. Race - no patient involvement. Expiration date - may 2024. UDI - not applicable. Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number - unknown. Occupation - doctor. A photo of the actual device was received for evaluation. Based on the result of the investigation, the problem originated from our process. Two simultaneous trouble occurred on bag #3; ongoing glue adjustment at epoxy station and silicone cycle over time alarm at silicone coating station. One jig that was pulled out by online inspector #1 after the technician adjustment on bag #3 was possibly returned to the cooling conveyor together with the jig taken out from the drying tunnel during trouble for silicone cycle over time alarm, therefore the jig did not pass the drying tunnel and was not cured. To prevent product mix up, we will discard products on the jig that were taken out at epoxy station far from online inspection 1. Related document was also revised to indicate the responsible person for jig takeout / return activity. In addition, separate carts during jig take out is already being used at epoxy station and silicone coating station. (B)(4).

Event description:
The user facility reported that the needle tube was detached from the hub. After it was inserted to a vial, the user tried to remove the needle. However, the needle tube was detached from the hub. The product was changed to another product. The user observed glue like material on the root of the detached needle. The device used with a syringe and a vial bottle.